Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At the 45-day post operation evaluation, a possible small device related thrombus was reviewed via the transesophageal echocardiogram. Imaging was not conclusive. The patient was to continue with their medication regimen and reimage at a later date.